Event description:
It was reported that when the band was implanted, the patient never felt comfortable with it. The surgeon found that the band had eroded near the buckle. The device was explanted. An intra-operative scope was performed, and did not show that the patient had openings in the stomach. The patient was put on total parenteral nutrition (tpn) for a week and is currently ok. The explanted band never received a fill, and was discarded. A new band will not be implanted.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.